Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain at the ipg site and had high impedances on both l5 leads and one s1 lead. Surgical intervention took place on 27 august 2024 wherein the ipg and leads were explanted and replaced to address the issue. Therapy was restored post procedure. Investigation was unable to determine which s1 lead had the high impedances.